Manufacturer narrative:
Additional, changed, and/or corrected data: d6b., d.9., h.3., h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Device was explanted. Healthcare professional later reported "capsular contracture".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Healthcare professional, later reported, "capsular contracture, baker grade unknown". Device has been explanted and replaced.